Event description:
Ous MDR - during inflation the pantera leo balloon ruptured at 12 atm.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing related root cause could be determined.